Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted as a result of threshold issues. The physician elected to implant a new rv lead to resolve the event. The patient was stable with no additional adverse consequences reported.